Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, a temperature change occurred prior to the occlusion alarm declaring. A system check was performed and the pump performed as intended. The customer was advised to wear the pump in a case to address the occlusion alarm. There was no reported adverse impact to the customer's blood glucose level.